Event description:
It was reported that during a heavily calcified mildly tortuous proximal left circumflex artery stenting procedure, pre-dilatation with a voyager nc balloon was done on the heavily calcified lesion. The rx zeta ce (2.75 x 23 mm) stent was deployed and a dissection occurred on the distal end of the stent struts. A non-abbott stent was deployed to cover the dissection successfully and the overlapping stents were post-dilated with a voyager nc balloon. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw, guide cath: ebu 3.5 (6 f). There was no reported product deficiency. The reported dissection is listed in the zeta instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device did return for evaluation. The device was returned for evaluation and there was no known device problem. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.